Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a holter monitor that recorded beats per minute (bpm) below the lower rate limit (lrl) of 60 bpm. Technical services was consulted and confirmed these paced beats were likely due to t-wave oversensing. Further troubleshooting recommendations were provided to exclude loss of capture at current output and electromagnetic interference (emi) source at the time of holter monitoring. No adverse patient effects were reported. This ICD system remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a holter monitor that recorded beats per minute (bpm) below the lower rate limit (lrl) of 60 bpm. Technical services was consulted and confirmed these paced beats were likely due to t-wave oversensing. Further troubleshooting recommendations were provided to exclude loss of capture at current output and electromagnetic interference (emi) source at the time of holter monitoring. No adverse patient effects were reported. This ICD system remains in service.